Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt/check belt messages, false asystole alarms) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure and alarms was isolated to an open brown (-5v) wire in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wire was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the electrode belt was producing adjust belt/check belt messages and false asystole alarms.